Manufacturer narrative:
Aga medical contacted the implanting physician and no additional information was provided regarding this event, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.

Event description:
To summarize this event, the amplatzer vascular plug was utilized to occlude a subclavian pre-tvar. The aneurysm was still filling ten days post-implant, so the patient underwent another procedure in which three stents were placed and resulted in no further leak.